Event description:
A poster was presented at the american burn association 57th annual meeting, which described a retrospective study of btm use and the performance of btm, scarring outcomes, and their overall effectiveness in the burn centre. The results and patient satisfaction scores reported stiffness or range of motion decrease, scar appearance complaints, and wound issues.

Manufacturer narrative:
The device was not available and therefore a device evaluation could not be performed. A device history record review was unable to be completed as a lot number was not provided. A high-level analysis was performed and there were no non-conformities found to be related to the reported event. Based on the information received, the root cause of the reported joint stiffness, range of motion reduced, scar appearance complaints and wound issues could not be conclusively determined. A review of the device¿s risk profile suggests the reported events do not constitute new harms or hazard. Adverse events appears to have occurred but do not appear to have been a problem with the device or the way it was used based on the information received. The IFU adequately provides instructions for implantation, precautions, and warnings for the proper use and handling of the device. Polynovo could not confirm a deterioration or change in the characteristics or performance, or inaccuracies in the labeling or instruction for the reported case. The rate of the reported issue to polynovo is considered low and acceptable. The clinical benefits continue to outweigh the potential risks associated with this hazard/use of the device. No trend or deficiency has been identified. Polynovo does not believe that a corrective action is warranted. Polynovo will continue to investigate and monitor complaints of this nature. MFR reference #: (B)(4).